Event description:
Pt was instrumented from l2-s1. It was reported that at an unspecified date, pt lifted a box that was too heavy and heard a loud pop. X-rays taken approximately 3 month post op showed that two set screws were loose. Screws and rods were explanted and replaced in 2004.